Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so case was documented and closed with no additional actions taken by technical support.